Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the customer noted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.0/092 diopter, was torn prior to loading. The reporter indicated since there was no backup lens available, the surgeon implanted the lens into the patient's left eye (os) on (B)(6) 2016. There was no report of any apparent injury and the lens remains implanted. The reporter indicated the patient will be monitored.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional information: work order search - no similar complaints were reported for units within the same lot. Claim #: (B)(4).